Event description:
Daughter of home pt reports leaks in patient line tubing of homechoice sets near pt connector during prime of automated peritoneal dialysis treatment. Daughter discontinued treatment and discarded samples. Per daughter, there was no pt injury of medical intervention associated with these incidents.